Manufacturer narrative:
Device manufactured on february 24, 2022- february 25,2022. The device was received for evaluation. A visual inspection with the naked eye and with magnification was performed which observed a tear/hole near the lower left side/edge in the back side of the eva bag. A functional testing was performed which revealed a leak at the lower left side near edge in the back side of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small hole in the 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag which resulted in a leak. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.